Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated between the ranges of 300-400mg/dl. Elevated bg levels were treated by manual injections, and correction bolus with the pump. System check was performed, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs. Recommendation was made for the customer to consult with their healthcare provider to discuss what may be affecting bgs